Manufacturer narrative:
The device was returned to olympus for inspection, and the coating of the insertion section peeling off was confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. However, it is presumed that the event was caused by stress of repeated use, external factors, or handling of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented when handling the device in accordance with the instructions for use (IFU) continuously. Olympus will continue to monitor field performance for this device. E1/establishment name:(B)(4).

Event description:
It was observed that during the device inspection, the intubation fiberscope had an insertion section, flexible tube, coating peeling. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.